Event description:
It was reported that during a lap gastric bypass procedure, the device fired 4 clips then the handles would still close but no clips were fired. There were no adverse consequences to the patient.